Event description:
It was reported that this right atrial (ra) lead was an attempted implant, with the device interrogation measurements suggesting a fracture. A new device was implanted. The device has been returned and is pending analysis. No additional patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant, with the device interrogation measurements suggesting a fracture. A new device was implanted. The device has been returned and is pending analysis. No additional patient effects were reported. The device has been returned and analyzed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant, with the device interrogation measurements suggesting a fracture. A new device was implanted. The device has been returned and is pending analysis. No additional patient effects were reported.